Event description:
After getting the essure, I have the following symptoms: heavy bleeding, cramping, fevers, sharp stabbing pains, back pain, joint pain, chest pain, fatigue/loss of energy, headaches or migraines, nausea metallic taste in mouth, dizziness, tingling, sensations numbness, weight gain, severe bloating, swelling of legs or feet, leg pains, hair loss or changes, hair growth in new places, depression, suicidal thoughts, abnormal menses, teeth issues, heartburn, cloudiness, forgetfulness, uti's, bladder infections, insomnia, heart palpitations, fluttering feeling or spasms, anxiety panic attack, bacterial vaginosis, constant spotting foul smell or discharge, mood swings, candida or yeast infections, breast pain.